Event description:
It was reported that during laparoscopic surgery; while deploying the clip, the applier deployed 2 clips at the same time. Upon attempting to apply a second application, the clip came together at the tips but did not come together at the base. The clip did not actually occlude the vessel. 2 separate times the clip applier deployed a clip that crossed over at the tips and sheared the vessel instead of leaving the clip in place. Proper technique was utilized all three cases. Both surgeons have been using these clip appliers for years and have not had this issue.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2025. B3: exact event date unk, entered 1/1/2025 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.